Event description:
Pt went to emergency dept due to vibration from implanted device. It was determined that the device was in a back-up mode and required a company rep to come in to reprogram the pt's device. Once parameters were restored, the device somehow gained two years in battery life from previous reading two weeks prior. FDA safety report ID# (B)(4).